Event description:
It was reported that when the 3.0 x 38 mm xience xpedition was being removed from the packing coil, the proximal hub detached from the proximal shaft. There was no resistance removing the device from the coil. There was no patient involvement. A new 3.0 x 38 mm xience xpedition was used to successfully stent the proximal left anterior descending artery. There was no clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Hub-shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.